Manufacturer narrative:
Na

Event description:
The customer reported a reading of 200mg/dl on her adc device and she went to the emergency room, where they obtained a reading of 700 mg/dl. She developed symptoms of vomitting and she thinks she lost consciousness. She was treated in the ICU with a diagnosis of dka.